Event description:
Related manufacturer reference number: 2017865-2022-13483. It was reported the patient presented with an infection. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.